Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6281852, expiration date: 2017-09-30, manufacture date: 2016-10-07. Medical device lot #: 6281853, expiration date: 2017-09-30, manufacture date: 2016-10-07. Medical device lot #: 6295673, expiration date: 2017-10-31, manufacture date: 2016-10-21. Medical device lot #: 6307946, expiration date: 2017-10-31, manufacture date: 2016-11-02. Medical device lot #: 6328895, expiration date: 2017-11-30, manufacture date: 2016-11-23. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had red cell hang up.